Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during removal of a previously placed ivc filter the retrieval device separated and was still attached to the filter. The physician used a second retrieval device to retrieve the filter and the broken part of the first retrieval device from the patient. The patient reportedly had a small hematoma on the side of her neck however it is not known if the hematoma was caused by the problem with the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. (B)(4).